Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to technical services that a patient was having difficulty breathing and needed to end treatment to go to the emergency room. Upon follow up the peritoneal dialysis nurse reported the patient was hospitalized for fluid overload. The patient was admitted on (B)(6) 2018 and discharged on (B)(6) 2018 in better condition. The patient continues peritoneal dialysis. Additional information was solicited, but unavailable.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between the patient event of fluid volume overload and trouble breathing with pd therapy on the liberty select cycler. However, there is no documentation to show a causal relationship between the adverse event and the liberty select cycler. Additionally, there is no allegation of a machine malfunction or deficiency related to this event. Based on available information, a cause of the fluid volume overload and dyspnea cannot be concluded.